Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced a skin flap infection at the implant site, however the issue could not be resolved. The device was explanted on (B)(6), 2013 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
It was reported that the patient experience a performance decrement with device use prior to skin flap infection and explantation. The cochlear implant was evaluated on (B)(6) 2012, using the integrity test system. The results indicated no evidence of malfunction of the receiver/stimulator. Atypical measurements noted on 3 electrodes. This report is filed june 6, 2014.